Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. The customer went to the emergency room where bg was treated intravenously with fluids of saline. Reportedly, customer left the ER three and a half hours later with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered. Tandem technical support (cts) performed pump data log review and found that customer initiated 8 units bolus resulting in the low bg. Additionally, the customer was using pump supplies beyond labeling. Cts informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.